Event description:
It was further reported that the pump had not been working for quite a while; the pump battery just went dead, it had been several years. The patient was "nearing their last days" and could not take the pump out or get it replaced (due to longevity) because of their frail condition; no additional patient symptoms were reported. The reporter was redirected to the patient's healthcare provider (hcp). The drug the pump was being used to infuse started out as morphine, but was changed to an unknown medication at an unknown time.

Event description:
It was reported that the patient was scheduled for a pump replacement on (B)(6) 2013, but this was canceled due to illness. The type of illness was not specified by the reporter. The health care provider (hcp) initially indicated that the patient¿s pump needed to be replaced by (B)(6) 2013 as pump interrogation logs showed an estimated replacement indicator (eri) occurred on (B)(6) 2013. Pump replacement was scheduled for (B)(6) 2013. It was later reported that telemetry confirmed a critical alarm was occurring as of (B)(6) 2013. Per the reporter, the pump was giving a end of service (eos)/end of life (eol) message. Per the reporter, there were no medical problems related to the eos/eol. The patient was still scheduled for replacement on (B)(6) 2013, and was being managed with oral medications until that time. The pump device was used to deliver dilaudid.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was still not ¿well enough¿ for surgery, thus the pump remained implanted. The patient was being managed with oral medications.

Manufacturer narrative:
Product ID 8703w lot# l63760, implanted: 1999 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported that the pump was scheduled to be replaced (B)(6) 2013. It was noted that the patient was "not healthy" and the patient, patient's husband and the doctor agreed to try and manage on orals. The date of eos (end of service) "possibly" occurred on (B)(6) 2013, the patient was on oral meds to help wean from tdd (targeted drug delivery.) The telemetry strips from (B)(6) 2013 note that the eri (estimated replacement indicator) was listed as "<(><<)>1 month." The telemetry strips from (B)(6) 2013 noted that eri (elective replacement indicator) had occurred; schedule to replace the pump by date was listed as (B)(6) 2013. The drug listed in the device was dilaudid and the dose was decreased per the doctor on (B)(6) 2013.